Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2016 (reported as several days after (B)(6) around (B)(6) 2016). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event of abdominal pain. On unreported date the patient was transferred to a different hospital for further treatment and upon admission the patient was diagnosed with peritonitis. On an unknown date, the patient was treated with vancomycin and ceftazidime, "added into pd solution" (doses, frequencies and duration were unknown) for peritonitis. On an unreported date two months prior to receipt of this report, the patient was recovered from the peritonitis event and was discharged from the hospital. It was reported the patient was hospitalized for 12 days. Dianeal therapy was ongoing. No additional information is available.